Event description:
It was reported that a hawkone atherectomy device was used to treat a plaque lesion in the right mid superficial femoral artery. Degree of tortuosity was little. Degree of calcification was little. Artery diameter was 6mm. Lesion length was 40mm. 7f destination sheath was used. Spider wire, 0.014" was used. The vessel was not pre-dilated. IFU was followed. Severe resistance felt during advancement. The surgeon was using the hawkone device to treat a stenosis in the mid sfa distal to a previously placed stent. The stent had been in place for approx. 3 years. On one of the passes, the surgeon started cutting inside the stent and the hawkone device got caught on the stent. When the surgeon removed the hawkone device, he felt resistance and after removing the device the surgeon could not cross the stent again with a catheter or balloon. The surgeon noted that some of the struts of the stent were cut or bent and thus occluding the lumen inside the stent. The surgeon completed a bypass from the proximal sfa to the distal sfa with a ptfe graft due to the hawk damaging the stent, and the procedure was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.